Event description:
Caller states during a correlation study, the following coaguchek system/lab results were obtained: patient 1: 1.6 inr/2.51 inr; patient 2: 1.8 inr/2.7 inr; patient 3: 2.8 inr/4.06 inr; patient 4: 1.8 inr/2.9 inr; patient 5: 2.4 inr/3.49 inr; patient 6: 2.1 inr/3.26 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.